Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see drops of insulin exiting the cartridge pigtail during the fill tubing sequence. Additionally, the pump battery was unable to charge using the usb cable. The customer's blood glucose (bg) level was 382 mg/dl. Reportedly, the customer changed the cartridge and infusion set successfully and resumed insulin delivery. The pump was able to charge successfully with an alternate usb cable.